Manufacturer narrative:
Additional information: concomitant medical products (d11). The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a crescent shaped tear along the balloon working length extending towards the proximal taper end. Functional testing was not performed due to the condition of the returned device (burst balloon). Dimensional testing was performed on the balloon single wall thickness along the working length of the balloon and the measurements were within specification. The complaint was confirmed through visual inspection, but no manufacturing non-conformities were found in the returned sample. Review of dimensional and visual inspections revealed no indication of non-conformances. A detailed root cause analysis for similar returned complaints has been summarized by edwards and documented in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As per report, ¿the patient's leaflets were moderately calcified, and calcification noted in the stj.¿ in this case, it was confirmed that available information suggests that patient (calcification) factors contributed to the complaint event. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The complaint occurrence rate did not exceed the october 2019 control limit for the applicable trend category. No edwards defect was identified in the evaluation; therefore, no corrective or preventative action is required. The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a crescent shaped tear along the balloon working length extending towards the proximal taper end. Functional testing was not performed due to the condition of the returned device (burst balloon). Dimensional testing was performed on the balloon single wall thickness along the working length of the balloon and the measurements were within specification. The complaint was confirmed through visual inspection, but no manufacturing non-conformities were found in the returned sample. Review of dimensional and visual inspections revealed no indication of non-conformances. A detailed root cause analysis for similar returned complaints has been summarized by edwards and documented in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As per report, ¿the patient's leaflets were moderately calcified, and calcification noted in the stj.¿ in this case, it was confirmed that available information suggests that patient (calcification) factors contributed to the complaint event. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The complaint occurrence rate did not exceed the (B)(6) 2019 control limit for the applicable trend category. No edwards defect was identified in the evaluation; therefore, no corrective or preventative action is required. The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a crescent shaped tear along the balloon working length extending towards the proximal taper end. Functional testing was not performed due to the condition of the returned device (burst balloon). Dimensional testing was performed on the balloon single wall thickness along the working length of the balloon and the measurements were within specification. The complaint was confirmed through visual inspection, but no manufacturing non-conformities were found in the returned sample. Review of dimensional and visual inspections revealed no indication of non-conformances. A detailed root cause analysis for similar returned complaints has been summarized by edwards and documented in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As per report, ¿the patient's leaflets were moderately calcified, and calcification noted in the stj.¿ in this case, it was confirmed that available information suggests that patient (calcification) factors contributed to the complaint event. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The complaint occurrence rate did not exceed the october 2019 control limit for the applicable trend category. No edwards defect was identified in the evaluation; therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Investigation is ongoing. UDI # (B)(4).

Event description:
During valve deployment of a 23 mm sapien 3 valve, the commander delivery system partially inflated balloon ruptured at nominal volume. The valve landed 80:20 aortic/ventricular with mild paravalvular leak (pvl). There was no intervention necessary. The patient was stable and transferred for post management care. The device will be returned for evaluation. The patient's leaflets were moderately calcified, and calcification noted in the stj.

Manufacturer narrative:
Correction to device available for evaluation (d10) the commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Multiple attempts have been made to recover the device for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Based on technical summary [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. A device history record (DHR) review is not required per edwards documentation. In this case, the cause for the balloon rupture during valve deployment is unable to be determined. However, patient factors (moderate calcified leaflets and calcified stj) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.